Manufacturer narrative:
The device was implanted and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. From the imaging received it was noted that a 20mm balloon was used on the potentially noted potentially bicuspid patient with lvot calcification and a 29 mm perimeter derived annulus. Based on all available information, the difficult removal (entanglement with valve) appears to be related to procedural conditions. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve appeared as though it may be bicuspid in nature with a fused right coronary cusp (rcc) and left coronary cusp (lcc). Advised that this would be outside of instructions for use (IFU). Operators felt that the valve was actually tricuspid in nature not bicuspid. During procedure, pre-dilation was performed with a 20mm balloon in a perimeter derived annulus 29mm. The operator wanted to use smaller balloon due to concern around left ventricular outflow tract (lvot) calcium. The first valve depth was good on the non-coronary cusp (ncc) but high on the lcc. There was also incomplete stent opening (ico) on the ncc side and failure to fully meet the lcc. A full recapture, use of the micro adjustment wheel was required as there was a gap remaining between the nosecone and delivery system at maximum recapture of the deployment re-sheath wheel. After using the micro adjustment wheel to close the gap it was fully unwound and returned to the start position as per IFU. Second position the depth felt good on the ncc and 1-2mm on the lcc but likely the valve would tilt deeper on the lcc on final release. The valve was well expanded in the left anterior oblique (lao) view but in the right anterior oblique (rao) view it was constrained. The operator was happy with the position and expansion and felt it would be post dilated if required to address any constraint. On 80%, the implant depth was 4.5mm on the ncc in the rao view and 3mm on the lcc in the lao view. Final release was slow and uneventful and the valve appeared well anchored. On pulling back the delivery system the valve was pulled up out of position above the annulus and into the sinus of valsalva (sov). There was significant aortic regurgitation (ar) and patient was poorly tolerating it. The ar was mitigated by pacing the patient at 100bpm. The operators decided to rapidly prepare and deploy a 29mm non-abbott valve. They advised to consider snaring the navitor valve to avoid coronary obstruction and to hold the navitor in position while introducing the non-abbott valve. The non-abbott valve was advanced and implanted through the same vascular access point. The navitor valve did not move and there was no interaction with the non-abbott valve. There was a small overlap with the bottom of the navitor and the top of the non-abbott valve on the lcc side but adequate space in the sinuses and between the cells of the two valves for coronary filling. Distal filling of both the right coronary artery (rca) and left anterior descending (lad) artery and circumflex coronary (cx) artery were all visible with aortogram. The patient was well and fine at the end of the case and planning to be kept for ongoing monitoring until the weekend at least. There was a delay to the procedure due to the need for a second valve but at the moment no clinical complication other than this for the patient. After reviewing the images, the suspicion of the valve was pulled out of position by the delivery system either through a retainer tab still being attached or nosecone interaction and they thought that the retainer tab was still attached. The patient was reported stable.